Manufacturer narrative:
According to the reporter, the product is not available for analysis. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. A review of nonconformances (ncs) from one year prior to event date was performed. There were no ncs that would contribute to the reported complaint issue. The cause of the capsule damage resulting in the inability to position the lens properly was not identified. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.

Event description:
It was reported that the surgeon attempted, but was unsuccessful at implanting the intraocular lens (iol) into the patient's left eye, and the lens was removed. The capsular bag was damaged, a vitrectomy was performed, and the incision was enlarged. During surgery, a 2mm clear corneal incision was made and a capsulorhexis was completed. Hydrodissection was done with balanced salt solution (bss) to loosen the nucleus. The material was emulsified and near the end of the lens removal, a posterior rent was identified. Viscoat was placed over the rent. Triamcinolone was introduced into the anterior chamber to identify vitreous strands. The anterior vitrector was placed in the eye and vitreous was removed. The vitrector was then changed to the aspiration mode and an attempt was made to remove the sub-incisional cortex. The majority of the cortex was removed with the j cannula alternating with anterior vitrector to remove vitreous and then anterior vitrector in aspiration mode to remove the now loosened cortex. Viscoat was introduced into the anterior chamber periodically as needed. A lens was placed in the sulcus. There was one lens fragment that appeared from underneath the iris after lens placement. Viscoat was placed above the lens and in the under surface of the cornea. The phaco tip was introduced and removal of the lens fragment that was now beneath the iris was attempted without success. The lens displaced superiorly. The exact position of the lens (in the sulcus or a portion of the lens out of the sulcus) was difficult to discern. The lens was resisting placement. Another surgeon was consulted and scrubbed in. It was unclear as to the position of the lens, therefore the incision size was enlarged to 3.2mm and the lens was removed. One additional side port was created with a microvitreoretinal (mvr) blade to assist in cutting and removing the lens. Then the edges of the wounds were hydrated. One suture of 10-0 nylon was placed. The chamber was refilled with bss through a side port. Intracameral antibiotic was injected through the side port. The patient left the operating room aphakic having tolerated the procedure well. Two weeks post op, a lens of the same model and diopter was implanted.